Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device showed error messages regarding therapy not available due to disabled equipment and therapy disabled: run op check. The device failed opcheck. There was no patient involvement.